Event description:
The pt is a female with a medical history of spastic/overactive bladder. She had a medtronic "interstim" implanted device placed 3 weeks earlier (by dr), 2008. Despite reporting the device on her intake paperwork and discussing the issue with both the front-desk clerk and the performing technician, the pt was mistakenly placed in to the 1.5tesla (ge signa) bore and initial scanning sequences were initiated: approx 20 secs, 3-plane t2wgre tr 81.9, te 1.6, et 1/1, 31.2khz. At some point within the 20 secs, the pt felt her device "turn-on" at an amplitude greater than that of the initial settings. She called the sensation "uncomfortable," but not painful. The scan was immediately terminated and the pt removed from the scanner. Before leaving the department, the pt reported to the staff that the device was functioning. I have discussed the case with: the pt, her urologist, the medtronic technical rep, the medtronic education nurse, our staff and safety office as well as hospital adminstration. As yet, no definite ill-effects known to the pt, me or medtronic personnel. The nurse at medtronic and the pt have been missing one another in messages, but I have been told that upon evaluating the device and pt, I shall be given the eventual outcome for both. The pt's urologist thought, comparing the initial fluoroscopic (lead placement) images and post-MRI x-rays obtained (feb 2008) here at medical center, that the left lead might have migrated laterally (dr stated the right lead had never been connected to the signal generator). If required, I can file a final/second "medwatch" report upon determination of the final outcome of this event.